Manufacturer narrative:
The ICD was received for analysis. Prior to the analysis of the device, the quality documents accompanying the manufacturing process for this ICD were re-investigated and all production steps were performed accordingly. Particularly the final acceptance test proved the device functions to be as specified. Subsequently the device was interrogated with a clinical programmer. The interrogation could be properly performed and revealed the eri battery status. Next, the ICD was subjected to a functional inspection. All therapy functions were available and worked as expected. The current consumption of the ICD was checked and found to be normal and as expected. Analysis of the battery condition, however, showed an inconsistency of charge taken from the battery and the battery voltage. A premature battery depletion could be confirmed during analysis. Therefore, the device was opened and the inner assembly was inspected. The visual inspection of the inner assembly showed no anomalies. The overall current consumption of the electrical module was directly measured and proved to be normal and as expected. The battery was sent to the manufacturer for a thorough analysis. During analysis of the battery lithium plating was identified, which led to an elevated internal self-depletion and, as a result, to the clinical observation. Please note, this ICD is affected by the field safety corrective action, bio-lqc, initiated in (B)(6) 2021.

Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore only based on the returned device data as well as the inspection of the quality documents associated with the manufacture of this particular device. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing. The returned device data was inspected, indicating that the battery status eri was properly activated. However, based on the information available for analysis the root cause for the eri detection was not determinable and can only be clarified by an analysis of the device itself. Should further relevant information or the device itself become available for analysis this investigation will be updated.

Event description:
Homemonitoring reported temporary eri on (B)(6) 2020. Data analysis revealed unexpected battery behavior. Device remains implanted. No adverse patient events were reported. Should additional information become available, this file will be updated.